Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd881417 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that day. The cause of the peritonitis was "baticeral." Treatment for the peritonitis was not reported. It was not reported whether dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. An opinion of causality was not reported for the peritonitis and dianeal pd4 ambuflex therapy. Further information was obtained from the pd nurse on (B)(6) 2011. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that day. Treatment and cause of the peritonitis were unknown. An opinion of causality was not reported for the peritonitis and dianeal pd4 ambuflex therapy. The nurse had no further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.